Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had issues with high blood glucose. On (B)(6) 2017 his blood glucose went to 574 mg/dl and on (B)(6) 2017 it was over 600 mg/dl. It appeared to be an issue with the quick set which they were using. Customer did not have the pump or serial number with her. It was reported that on (B)(6) 2017 the insulin was pooling at the site but the cannula was not bent. Customer was given an injection and blood glucose returned to normal 154 mg/dl. It was also reported that customer did not get any insulin flow blocked alarms. The pump and sets will not be returned for analysis.